Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that patient line of an amia automated pd cycler set was unable to disconnect from a minicap extended life pd transfer set. The event was further described as ¿the blue end of the transfer set stayed connected to the patient line." This was observed during an unspecified step of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to b5: there was no report of difficulty disconnecting the patient line of an amia cassette from the female connector of a minicap transfer set. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected information added to b5: based on additional information received, amia cassette was determined not to be a factor in the reported event. Should additional relevant information become available, a supplemental report will be submitted.